Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visit to emergency room due to high blood glucose and diabetic ketoacidosis on last night with blood glucose of above 900 mg/dl. The customer experienced symptoms such as shortness of breath and thirsty. The customer was treated with bag of saline and fluid. Customer reported that the infusion set had bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.